Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider (hcp), clinical study) regarding a patient who was receiving fentanyl and bupivacaine via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2022 the patient reported the pump was managing pain well until (B)(6) 2022, at which point pain flared and the patient was unable to perform adls (activities of daily living). The patient reported inadequate pain relief without precipitating event.  The patient was unhappy with pump medication, and felt that sc (simple continuous) was not working. On (B)(6) 2022 the device was reprogrammed where the boluses were increased to 75 mcg each and the fentanyl was increased by 100 mcg.  On (B)(6) 2022 the patient was not feeling the relief they would like and reported inadequate pain relief. The device was reprogrammed on (B)(6) 2022 where the fentanyl was increased by 200 mcg and boluses were increased to 100 mcg each.  A catheter dye study was performed and showed pump and catheter were functional.  On (B)(6) 2022 an epidural steroid injection was performed.  The outcome of the event was noted as ongoing. The clinical diagnosis was inadequate pain relief. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (fentanyl and bupivacaine) was related, and the drug action that caused the event was added new drug. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2022 vicodin and ptm were administered in clinic. Additional information received from a healthcare professional (hcp) via a clinical study reported the patient had increased back pain from not using boluses, on (B)(6) 2022, and did not tolerate last medication increase. The sc fentanyl was decreased by 150 mcg. Additional information received from a healthcare provider via a clinical study reported that the patient's pain continued to worsen. It was recommended that the pump therapy be stopped for 1 month so that the patient could be assessed. The pump dosing was decreased by 50% and the patient was prescribed oxycodone. Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was programmed with 8 boluses at 25 mcg each on (B)(6) 2022. The patient noted they were still unhappy with pain relief. Additional information was received from a healthcare provider via a clinical study indicated that the medication was decreased in preparation for explant in 2 months.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study indicated that the patient was given trigger point injections, a lumbar epidural steroid injection and a sacroiliac joint steroid injection.